Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital. (B)(6), md. Radiology ¿ x-ray abdomen. Indication: abdominal pain. Impression: no specific radiographic findings to explain patient¿s abdominal pain. Nonspecific mild gaseous distention of right lower quadrant small bowel loops with few air-fluid levels. (B)(6) 2012: (B)(6). (B)(6) md. Discharge summary. Admit date: (B)(6) 2012. Diagnosis: acute cholecystitis, status post laparoscopic cholecystectomy. Hospital course: empirically treated with antibiotics, surgery on (B)(6) 2012. First postoperative day is unremarkable. Will be discharged on short course of antibiotic therapy. Diabetes type 2 has been poorly controlled secondary to frequent procedures and infectious process. Recently transfused at (B)(6) hospital, endoscopy revealed gastric ulcers and status post gastric bypass surgery. Discharged to home. (B)(6) 2012: (B)(6). (B)(6), md. Procedure report. Upper gi endoscopy. Indication: acute post hemorrhagic anemia, iron deficiency anemia. Findings: very small amount of stomach was left with severe anatomatic [sic] ulcers but no active bleeding notes. Impression: z-line irregular, 40 cm from incisors. (B)(6) 2012: (B)(6). (B)(6), md. Consultation. Indication: gi bleed. Abdominal pain. Impression/plan: egd now. Known history of anastamotic ulcerations (from gastric bypass surgery). (B)(6) 2012: (B)(6). (B)(6), md. Procedure report. Upper gi endoscopy. Indication: epigastric abdominal pain, acute post hemorrhagic anemia, melena. Impression: gastric bypass with small-sized pouch. Coagulation for hemostasis successful. (B)(6) 2013: (B)(6). (B)(6), md. History and physical. No change to h and p. 2-year postoperative right tha [total hip arthroplasty]. Septic gallbladder appears to have caused an infected [tha] total hip arthroplasty. Worsening pain. Plan: irrigation and debridement, culture biopsy. If infected, remove implant, ab bone cement spacer with 2 stage revision planned. (B)(6) 2013: (B)(6). (B)(6)., md. Emergency room visit. 2 day history epigastric abdominal pain. Currently receiving antibiotics. Abdomen: reproducible epigastric tenderness. CT abdomen/pelvis, x-rays no acute findings. Admit. (B)(6) 2013: (B)(6). (B)(6), md. Consultation. General surgery. Indication: abdominal pain. 3 week history upper abdominal pain. Impression/plan: has an umbilical hernia, may be cause of pain. Since he has had gastric bypass, possibility of internal hernia needs to be ruled out (missed on 25% of CT scans). Plan diagnostic laparoscopy tomorrow, repair umbilical hernia. (B)(6) 2013: (B)(6). (B)(6) md. Operative report. Pre-operative diagnosis: abdominal pain, umbilical hernia, possible internal herni [sic]. Post-operative diagnosis: umbilical hernia. Procedure: laparoscopic ventral hernia repair. Indications: please see consult notes. Pt has intractable abdominal pain, umbilical hernia, and concern for internal hernia. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed. Procedure details: ¿the patient was taken to operating room, identified as rickie johnson and the procedure verified as laparoscopic ventral hernia repair. A time out was held and the above information confirmed. Prior to the induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position with the arms extended. All ports were injected with a combination of short and long acting local anesthetic prior to incision. An incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. No internal hernia was identified, the entire small bowel was run with no abnormalities noted. The ventral hernia was identified and measured to be approximately 3 cm in greatest dimension. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen. The defect was measured and a 10 x 10 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as welll [sic] as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in stable condition. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications.¿ findings: ¿umbilical hernia. No other acute process noted.¿ complications: ¿none; patient tolerated the procedure well.¿ disposition: pacu ¿ hemodynamically stable. Condition: stable. (B)(6) 2013: (B)(6). Implant record. Graft dualmesh 10.0 x 15.0 cm. Site: abdomen. Model #: 1dlmcp03. Supplier: w.l. Gore & associates inc. Lot #: 10843478. Expiration date: 8/30/15. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10843478) was implanted during the procedure. (B)(6) 2013: (B)(6). (B)(6), md. Discharge summary. Admit date: (B)(6) 2013. Diagnoses: weakness generalized, epigastric pain, fall. Hospital course: second admission in 1 month with similar symptoms. CT abdomen showed no acute process. He felt symptoms related to intravenous antibiotics. Infectious disease changed to oral [antibiotics]. General surgery recommended laparoscopy to rule out internal hernia. Underwent laparoscopy, no internal hernias found. Had umbilical hernia repaired. Follow-up with surgery 1 week. Continue aspirin, effient. (B)(6) 2016: (B)(6). (B)(6), md. Emergency room visit. Complain of diarrhea, abdominal pain 4 days. Wife notes recent stool had ¿almost a salmon color¿ appearance. Abdomen: surgical scar noted. Admit. (B)(6) 2016: (B)(6). (B)(6), md. Discharge summary. Admit date: (B)(6) 2016. Hospital course: severe diarrhea. Significant dehydration with acute renal failure. Cscope [colonoscopy] unremarkable. Etiology of diarrhea is probably viral. Discharged stable. (B)(6) 2017: (B)(6). (B)(6), dnp; (B)(6), md. Emergency room visit. Wound infection. Abdominal scar opened revealing infection possibly 2 weeks ago, second time, has happened previously. Completed bactrim [antibiotic] regimen yesterday, wound packed. Ultrasound today showed no abscess. Exam: [diagram of body with 1 circled at abdomen, appears to indicate the area of description] 6 mm opening packed with nugauze. Explored with cotton tipped applicator, non-tunneling, at deepest 6 mm deep, approximately 1.2 cm in diameter, induration surrounding. Wound inferior to umbilicus. Essentially a spontaneously draining abscess. Encouraged to pack wound with hydrofera blue dressing, follow-up with primary care provider. Impression: abscess. Discharged. [Missing records: records for previous infection/opening of abdominal wound were not provided.] (B)(6) 2017: (B)(6). (B)(6), md. History and physical. Skin: wound (abdominal surgical site with intermittent drainage). Abdomen: obese. Surgical scar well-healed with areas of palpable scar tissue. (B)(6) 2017: (B)(6). (B)(6), md. Discharge summary. Admit date: (B)(6) 2017. Alcohol level in ER [emergency room] was 58. Lower extremity swelling probably secondary to hypoalbuminemia from malnutrition from poor intestinal absorption. Did receive dose of intravenous albumin. Patient will be discharged home. (B)(6) 2017: (B)(6). (B)(6) md. History and physical. Chief complaint: hernia. Chronic non healing abdominal incision. [Diagram of torso, circle indicating area of wound]. Impression: chronic wound infection. Plan: to or for wound exploration the risks were explained and he agrees to proceed as planned. (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: chronic infected wound. Postoperative diagnosis: chronic infected wound. Procedure: wound exploration. Description of operation: ¿the patient was brought to the operating room, placed on operating table in supine position. Under adequate general anesthesia, prepped and draped in the usual sterile fashion. A sinus tract was identified and deepened down to the area of concern where some mesh could be seen at the bottom. There was no evidence of any infected area around the mesh. None of the incorporated mesh was taken out, but the stitches that seemed to be the cause of the problem were all removed. This area then had some betadine placed, and it was cleaned thoroughly and then, the wound was then closed in layers with absorbable sutures. Some prineo tape was placed on top of this. The patient was awakened and transported to recovery room in satisfactory condition.¿ (B)(6) 2017: (B)(6). (B)(6), md. Brief operative note. Pre-operative diagnosis: chronic wound infection of abdomen, initial encounter [s31.109a, l08.9]. Post-operative diagnosis: chronic wound infection of abdomen, initial encounter [s31.109a, l08.9]. Procedure: wound exploration-abdomen (n/a). Findings: ¿chronic wound.¿ ¿chronic wound with mesh.¿ specimens: none. Discharge note. Admit date: (B)(6) 2017. Hospital course: uneventful post operative course. Final diagnosis: chronic wound infection of abdomen. Disposition: home, self-care. Activity as tolerated. Remove dressing in 24 hours. (B)(6) 2017: (B)(6). Discharge instructions. Activity: no heavy lifting (over 10 pounds), pushing or pulling until post operative visit. Remove outer dressing 24 hours after shower, you may shower. (B)(6) 2017: (B)(6). (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: chronic wound with mesh, drainage. Findings: evidence of prior midline abdominal surgery at level of umbilicus. Curvilinear high density structure slowly [sic] anterior abdominal wall, likely corresponds to the reported mesh presumably for prior hernia repair. There is soft tissue stranding at this exit extending to the overlying cutaneous surface. Impression: mesh device in midline anterior abdominal wall, presumably related to prior hernia repair. There is some soft tissue stranding/thickening at this site as above without evidence of a rim-enhancing fluid collection. No acute intra-abdominal process identified. (B)(6) 2018: (B)(6). (B)(6), md. History and physical. Presents with enterocutaneous fistula secondary to multiple operations for hernias and a gastric bypass. CT shows ec [enterocutaneous] fistula with minimal output. [Diagram of torso, line and circle drawn appears to indicate midline incision and wound site]. Plan: to or for repair of ec [enterocutaneous] fistula. Risks were explained and he agrees to proceed. [Missing records: a radiology report for ¿CT shows ec [enterocutaneous] fistula with minimal output¿ was not provided.] (B)(6) 2018: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: infected mesh and enterocutaneous fistula. Postoperative diagnosis: infected mesh and enterocutaneous fistula for infected mesh. However, no evidence of enterocutaneous fistula. Procedure: exploratory laparotomy, removal of infected mesh with curettage of the sinus cavity and debridement. Assistant: (B)(6), md. Description: ¿the patient was brought to the operating room, placed on operating room table in supine position. Under adequate anesthesia, prepped and draped around his abdomen in the usual sterile fashion. Incision made through a previous incision site. This was deepened all the way to the area of concern, which was read around his umbilicus. There was a large sinus cavity that could be seen and a tract going to the skin. This was followed down significant amount of granulation tissue around it and this was done, the mesh was removed and sent to pathology for analysis and then the sinus cavity was then debrided and curettaged with cautery. Once this was done, a piece of amniotic membrane was then placed in this area for healing and then the wound was then closed in layers with absorbable suture for the fascia followed by absorbable suture for the subcutaneous tissue and skin all in layers with absorbable suture. Some prineo tape was placed as well as abdominal binder. He was injected with exparel. The patient was awakened and transported to the recovery room in satisfactory condition.¿ (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: (B)(6). (B)(6), md. Brief operative report. Preoperative diagnosis: enterocutaneous fistula [k63.2]. Infection and inflammatory reaction due to device, implant, and graft, initial encounter [t85.79xa]. Postoperative diagnosis: postoperative diagnosis: enterocutaneous fistula [k63.2]. Infection and inflammatory reaction due to device, implant, and graft, initial encounter [t85.79xa]. Procedure: removal of infected mesh curettage of granulation tissue. Findings: ¿large sinus containing infected mesh with sinus trach to the skin¿. Findings/ key components: ¿same as above¿. Specimens: none. Discharge note. Admit date: (B)(6) 2018. Hospital course: uneventful postoperative course. Final diagnosis: enterocutaneous fistula. Infection and inflammatory reaction due to device, implant, and graft, initial encounter. Disposition: home, self care. Remove dressing in 24 hours. Shower on day dressing removed (no bath). (B)(6) 2018: (B)(6). Discharge instructions. Activity: no heavy lifting (over 10 pounds), pushing or pulling until your postoperative visit. Remove dressing 48 hours after surgery. You may shower 48 hours after surgery and you may wash your hair. (B)(6) 2018: (B)(6). (B)(6), md. Emergency room visit. Drainage from surgical abdominal incision, foul odor. Purulent, malodorous drainage from surgical incision, home health nurse noticed. Reports fever (highest 101.8) 2 nights ago. Abdomen: midline incision, small wound dehiscence approximately 3 cm, packing with some purulence. Impression/plan: status post infected mesh removal, now with wound dehiscence, wound infection. Oral antibiotics, discharge home, close wound care and surgery follow up. This wound will take considerable time to heal. (B)(6) 2018: (B)(6). Nurse notes. After d/c [discharge] instructions, patient ambulated to restroom, states ¿I can¿t leave, something is wrong, when I sit down I smell myself and something is wrong. My wife even agrees that it smells like bowels. I know you just cleaned this but something is wrong.¿ md notified. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1862, 1930, 1932, 3191: appropriate term/code not available for ¿curettage of a large sinus cavity, and debridement.¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2012 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and gore-tex® suture. ¿ medical records between (B)(6) 2013 and (B)(6) 2016 were not provided. Patient information: medical history: ¿ obesity: ¿ (B)(6) 2013: 330 lbs., bmi 44.8; ¿ (B)(6) 2017: 298 lbs., bmi 41.6; ¿ (B)(6) 2017: 313.5 lbs., bmi 42.5; ¿ (B)(6) 2018: 308 lbs., bmi 42.4; ¿ smoking: ¿ (B)(6) 2000: former smoker, 20 years; ¿ alcohol ¿ (B)(6) 2013: alcohol use daily; ¿ peptic ulcer disease; ¿ hypertension; ¿ diabetes, type 2; ¿ (B)(6) 2012: ¿diabetes type 2 has been poorly controlled secondary to frequent procedures and infectious process.¿ ¿ (B)(6) 2012 and 11/27/12: gastrointestinal bleed; ¿ (B)(6) 2012: diverticulosis ; ¿ (B)(6) 2017: hernia; surgical procedures: ¿ (B)(6): gastric bypass; ¿ (B)(6) 2012: laparoscopic cholecystectomy; ¿ (B)(6) 2013: infected right total hip replacement. Removal of infected right. Infected total hip, placement temporary antibiotic cement spacer ¿ (B)(6) 2013: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial and gore-tex® suture. ¿ (B)(6) 2017: wound exploration .¿ (B)(6) 2018: exploratory laparotomy, removal of infected mesh with curettage of the sinus cavity and debridement. Relevant medical information: ¿ (B)(6) 2012: x-ray abdomen: ¿abdominal pain. Impression: no specific radiographic findings to explain patient¿s abdominal pain. Nonspecific mild gaseous distention of right lower quadrant small bowel loops with few air-fluid levels.¿ ¿ (B)(6) 2012: laparoscopic cholecystectomy ¿ diagnosis: ¿acute cholecystitis¿ ¿ description of procedure was not provided. ¿ (B)(6) 2012: discharge summary. ¿hospital course: first postoperative day is unremarkable. Will be discharged on short course of antibiotic therapy. Diabetes type 2 has been poorly controlled secondary to frequent procedures and infectious process. Recently transfused at (B)(6)hospital, endoscopy revealed gastric ulcers and status post gastric bypass surgery. Discharged to home.¿ ¿ (B)(6) 2012: upper gi endoscopy ¿ indication: ¿acute post hemorrhagic anemia, iron deficiency anemia.¿ ¿ findings: ¿very small amount of stomach was left with severe anatomatic [sic] ulcers but no active bleeding notes. ¿ (B)(6) 2012: upper gi endoscopy ¿ indication: ¿epigastric abdominal pain, acute post hemorrhagic anemia, melena.¿ ¿ impression: ¿gastric bypass with small-sized pouch. Coagulation for hemostasis successful.¿ implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] preoperative complaints: ¿ (B)(6)2 013: history and physical. ¿septic gallbladder appears to have caused an infected [tha] total hip arthroplasty.¿ ¿ (B)(6) 2013: infected right total hip replacement. Removal of infected right infected total hip, placement temporary antibiotic cement spacer. ¿ (B)(6) 2013: emergency room. ¿hpi [history of present illness] ... Presents to the ed with a 2 day history of epigastric abdominal pain. Symptoms began gradually and have been gradually worsening, constant, and moderate since onset. Patient has associated nausea and chills. Patient is currently receiving antibiotics through a PICC line in his right ac since his right hip replacement surgery approximately 3 weeks pta [prior to admission]. He feels that the antibiotics exacerbate his abdominal pain. Patient has no other associated symptoms. Patient reports history of similar symptoms with bleeding gastric ulcer in the past. No known alleviating factors.¿ ¿ (B)(6) 2013: CT renal stone study abdomen pelvis. ¿impression: 1. No acute findings to explain this patient¿s abdominal compliant. 2. Changes of cholecystectomy, roux-en-y gastric bypass, sigmoid diverticulosis and right total hip arthroplasty.¿ ¿ (B)(6) 2013: surgery consultation. ¿abdominal pain-- pt [patient] has an umbilical hernia which may be the cause of his pain. As there is no evidence of bowel in the defect, this could normally be treated as an outpatient. However, since he has had epigastric bypass, the possibility of internal hernia needs to be ruled out (missed on 25% of CT scans). Will plan on diagnostic laparoscopy tomorrow, repair of umbilical hernia +/- internal hernia.¿ ¿ (B)(6) 2013: preoperative diagnosis. ¿abdominal pain, umbilical hernia, possible internal hernia.¿ implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial 1dlmcp03/10843478, 10cm x 15cm x 1mm thick, oval] [implant: gogore-tex® suture, no allegations, product ID not provided]. Implant #1 [gore-tex® suture] and implant #2 [gore® dualmesh® plus biomaterial] date: (B)(6) 2013 [hospitalization dates (B)(6) 2013] ¿ wound class: clean. ¿ findings: ¿umbilical hernia. No other acute process noted.¿ ¿ description of hernia being treated: ¿an incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. No internal hernia was identified, the entire small bowel was run with no abnormalities noted. The ventral hernia was identified and measured to be approximately 3 cm in greatest dimension. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen.¿ ¿ implant size and fixation: ¿the defect was measured and a 10 x 10 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as welll [sic] as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures.¿ ¿ (B)(6) 2013: discharge: ¿hospital course: this is his second admission in 1 month with similar symptoms. CT abdo [abdomen] showed no acute process, pt s/p [status post] cholecystectomy.¿ ¿he was receiving IV [intravenous] vanc [vancomycin] and rocephin for infected r [right]hip prosthesis that was removed in may, he felt his symptoms were 2/2 [secondary to] IV vanc, he was seen by ID and he was switched to po [oral]cipro and zyvox (course will end on (B)(6)). He was seen by gen. [Genera] surgery who recommended laparoscopy to r/o [rule out] internal hernia, pt underwent laparoscopy, no internal hernias were found, he had an umbilical hernia that was repaired. Pt is tolerating diet and is stable for d/c [discharge] home.¿ relevant medical information: ¿ (B)(6) 2017: emergency room. ¿wound infection. Abdominal scar opened revealing infection possibly 2 weeks ago, second time, has happened previously. Completed bactrim [antibiotic] regimen yesterday, wound packed. Ultrasound today showed no abscess. Exam: 6 mm opening packed with nugauze. Explored with cotton tipped applicator, non-tunneling, at deepest 6 mm deep, approximately 1.2 cm in diameter, induration surrounding. Wound inferior to umbilicus. Essentially a spontaneously draining abscess . Encouraged to pack wound with hydrofera blue dressing, follow-up with primary care provider. Impression: abscess. Discharged.¿ ¿ (B)(6) 2017: history and physical. ¿skin: wound (abdominal surgical site with intermittent drainage). Surgical scar well-healed with areas of palpable scar tissue.¿ ¿ (B)(6) 2017: discharge. ¿alcohol level in ER [emergency room] was 58. Lower extremity swelling probably secondary to hypoalbuminemia from malnutrition from poor intestinal absorption. Patient will be discharged home.¿ explant #1 [gore-tex® suture] complaints: ¿ (B)(6) 2017: history and physical. ¿chief complaint: hernia. Chronic non healing abdominal incision. Impression: chronic wound infection. Plan: to or for wound exploration...¿ explant #1 [gore-tex® suture] procedure: wound exploration. Explant #1 [gore-tex® suture] date: (B)(6) 2017. ¿ findings: ¿chronic wound.¿ ¿chronic wound with mesh.¿ ¿ procedure: ¿a sinus tract was identified and deepened down to the area of concern where some mesh could be seen at the bottom. There was no evidence of any infected area around the mesh. None of the incorporated mesh was taken out, but the stitches that seemed to be the cause of the problem were all removed. This area then had some betadine placed, and it was cleaned thoroughly and then, the wound was then closed in layers with absorbable sutures.¿ ¿ (B)(6) 2017: specimens: ¿none.¿ ¿ (B)(6) 2017: discharge: ¿no heavy lifting (over 10 pounds), pushing or pulling until post operative visit.¿ relevant medical information: ¿ (B)(6) 2017: CT abdomen/pelvis [a/p]: ¿indication: chronic wound with mesh, drainage. Findings: evidence of prior midline abdominal surgery at level of umbilicus. Curvilinear high density structure slowly [sic] anterior abdominal wall, likely corresponds to the reported mesh presumably for [sic] prior hernia repair. There is soft tissue stranding at this exit extending to the overlying cutaneous surface. Impression: mesh device in midline anterior abdominal wall, presumably related to prior hernia repair. There is some soft tissue stranding/thickening at this site as above without evidence of a rim-enhancing fluid collection. No acute intra-abdominal process identified.¿ explant #2 [gore® dualmesh® plus biomaterial] preoperative complaints: ¿ (B)(6) 2018: history and physical. ¿presents with enterocutaneous fistula secondary to multiple operations for hernias and a gastric bypass. CT shows ec [enterocutaneous] fistula with minimal output. Plan: to or for repair of ec fistula.¿ explant #2 [gore® dualmesh® plus biomaterial] procedure: exploratory laparotomy, removal of infected mesh with curettage of the sinus cavity and debridement explant #2 [gore® dualmesh® plus biomaterial] date: (B)(6) 2018 [hospitalization date: (B)(6)2018] ¿ wound classification: not provided. ¿ findings: ¿large sinus containing infected mesh with sinus trach [sic] to the skin.¿ ¿ procedure: ¿incision made through a previous incision site. This was deepened all the way to the area of concern, which was read [sic] around his umbilicus. There was a large sinus cavity that could be seen and a tract going to the skin. This was followed down significant amount of granulation tissue around it and this was done, the mesh was removed and sent to pathology for analysis and then the sinus cavity was then debrided and curettaged with cautery. Once this was done, a piece of amniotic membrane was then placed in this area for healing and then the wound was then closed in layers with absorbable suture for the fascia followed by absorbable suture for the subcutaneous tissue and skin all in layers with absorbable suture.¿ ¿ postoperative diagnosis. ¿infected mesh and enterocutaneous fistula for infected mesh. However, no evidence of enterocutaneous fistula¿ ¿ specimens: ¿none.¿ [pathology report was not provided] ¿ (B)(6) 2018: discharge instructions: "no heavy lifting (over 10 pounds), pushing or pulling until your postoperative visit.¿ relevant medical information: ¿ (B)(6) 2018: emergency room: ¿drainage from surgical abdominal incision, foul odor. Purulent, malodorous drainage from surgical incision, home health nurse noticed. Reports fever (highest 101.8) 2 nights ago. Abdomen: midline incision, small wound dehiscence approximately 3 cm, packing with some purulence. Impression/plan: status post infected mesh removal, now with wound dehiscence, wound infection. Oral antibiotics, discharge home, close wound care and surgery follow up. This wound will take considerable time to heal.¿ conclusion: implant #2 gore® dualmesh® plus biomaterial 1dlmcp03/10843478. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 10843478. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was revised. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "infected open wound above the mesh." ¿infection and inflammatory reaction¿ "removal of infected mesh" and "enterocutaneous fistula." Additional event specific information was not provided.